Event description:
The customer stated an architect i2000sr analyzer generated a false positive toxo igg result for one patient sample. The architect generated an initial toxo igg result of 70. The sample was recentrifuged and rerun and a negative toxo igg result was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The issue was isolated to a single sample result. The customer changed the sample probe and reproducibility testing was acceptable. Abbott support and the customer agreed that the discrepant result was caused by the sample probe. The sample probe will continue to be monitored for evaluation. Labeling was reviewed and found to be adequate. Based on the investigation, a product deficiency was not identified.

Manufacturer narrative:
Patient event problem (B)(4), no consequences or impact to patient. Device event problem (B)(4), false positive result. A follow-up report will be submitted when the evaluation is complete.